Manufacturer narrative:
(B)(4).

Event description:
It was reported that " intravenous infusions leaking from proximal lumen of double lumen central venous catheter. Line deemed not safe to continue using. Line removed from patient. Line had been in for a month and had been used continuously. " the patient had to have a new line inserted the following day under general anesthesia. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for analysis. Definite signs of use were observed on the sample. Visual and microscopic inspection of the catheter revealed no obvious defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 55.50cm, which is within the specifications of 55.16cm - 55.64cm per the catheter product drawing. The proximal extension line outer diameter measured 0.0945", which is within the specification limits of 0.093" - 0.097" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.057", which is within the specification limits of 0.055" - 0.059" per the proximal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed when the two lumens were flushed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000078 rev36), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 - 320 kpa (43.5 to 46.4 psi) for 30 seconds. Both extension lines were individually connected to a leak tester and pressurized to 320 kpa for 30 seconds. No leaking was observed from any section of the catheter. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. A device history record review was performed, and no findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements, including leak testing performed per iso 10555-1, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " intravenous infusions leaking from proximal lumen of double lumen central venous catheter. Line deemed not safe to continue using. Line removed from patient. Line had been in for a month and had been used continuously. " the patient had to have a new line inserted the following day under general anesthesia. The patient's current condition is reported as "stable".